Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2006 the patient underwent a re-excision of vaginal mesh due to exposure.

Manufacturer narrative:
Additional narrative: it was reported that the patient had mesh explanted on (B)(6) 2007 and (B)(6) 2010, due to vaginal wall mesh erosion, pain and infections.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat stress incontinence with urethral hypermobility. No additional information was provided.